Event description:
Revision surgery due to dislocation.

Manufacturer narrative:
An evaluation of the product could not be performed since no product was returned. Given the short time after surgery, it is most likely that this pt was dislocating due to soft tissue laxity. This is the final report.